Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. H2: additional information, device evaluation. H3: additional information. H6: additional information. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: unknown amount. Bacterial identification: micrococcus luteus. Sampling date: (B)(6) 2025. Sampling from: instrument/suction channel. Cfu: unknown amount. Bacterial identification: micrococcus luteus. The device was evaluated where an additional potential adverse event was confirmed: a chip at probe adhesive, peeling adhesive at the objective lens, pinholes in the adhesive of the light guide lens and missing adhesive at forceps cover. A root cause could not be identified for the additional malfunctions. Based on the results of the investigation, it is likely the following led to the malfunctions: a component failure. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for an unspecified number of colony forming units (cfus) of klebsiella pneumoniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.